Manufacturer narrative:
(B)(4). The device was returned and evaluated. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. Upon conclusion of the investigation, the cause was determined to be that one or more cycles advanced to the next fill when slow/no flow occurred above the minimum drain volume threshold. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:45:14. During night drain cycle five, the patient's ultrafiltration reading was 1008 ml, indicating the home patient drained 1008 ml more than their maximum programmed fill volume of 1500 ml. No additional information is available.